Event description:
It was reported that the customer had a lost sensor alarm on insulin pump. The customer's blood glucose level was 140 mg/dl. The customer stated the experiencing the differences between blood glucose and sugar glucose reading back on mid-may. The troubleshooting was performed. The customer was advised to insert sensor in the area where pressure can't be applied on the sensor. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).